Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving high blood glucose readings from their freestyle freedom monitor and administered himself with extra dosage of insulin accordingly. Customer also reported experiencing symptoms of excessive sweating and loss of consciousness. Customer reported calling paramedics and was treated with glucose syrup and some orange juice. The customer reports receiving a reading of 82mg/dl at the time of the event and an unknown brand of hcp meter gave a reading of 47mg/dl. It is unknown how much time elapsed between the readings.